Event description:
During the coil embolization procedure of an internal carotid-posterior communicating artery with a ruptured aneurysm (not calcified and not tortuous), the orbit galaxy tight distal loop complex fill coil 6 x 15 coil ((B)(4)) did not fit in the aneurysm and was repositioned twice. However, the coil did not embolize the aneurysm well, therefore it was decided to retrieve the galaxy. While gently withdrawing the coil under fluoroscopy, the coil unraveled. Additionally, the coil became a knot condition and moved closer to the parent artery therefore the physician decided to withdraw both the galaxy and the microcatheter (excelsior sl10/stryker) until the galaxy was completely housed within the guiding catheter. Since, there was some resistance around the distal end of the coil during withdrawal; a 4 mm snare was used to retrieve the galaxy. However, the galaxy dislodged from the snare when it came around the sheath introducer, the coil unintentionally detached and traveled to the left internal iliac artery. Although the coil remained in the patient, the decision was made to complete the procedure. The patient was in stable condition and there was no complications reported so far. The correct coil size was not chosen for the aneurysm, and the device was replace for a smaller coil (5 mm x 15 cm), and during repositioning, the coil was left in aneurysm, while the microcatheter was repositioned. During withdrawn into the microcatheter some resistance was noted around the distal end of the coil, but no additional force or manipulation was used to remove the coil. However, due to the resistance occurred around the distal end of the galaxy coil while trying to pull the coil back to the microcatheter, it was decided to retrieve the galaxy coil with a snare.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15553816 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The complaint product is not available for evaluation. No additional information is available. The product remains implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization of a ruptured internal carotid-posterior communicating artery aneurysm (not calcified and not tortuous), the orbit galaxy tight distal loop complex fill coil 6 x 15 coil ((B)(4)) did not fit in the aneurysm and was repositioned twice. However, the coil did not embolize the aneurysm well therefore it was decided to retrieve the galaxy. While gently withdrawing the coil under fluoroscopy, the coil unraveled. Additionally, the coil became in a knotted condition and moved closer to the parent artery therefore the physician decided to withdraw both the galaxy and the microcatheter (excelsior sl10/stryker) until the galaxy was completely housed within the guiding catheter. Since, there was some resistance around the distal end of the coil during withdrawal; a 4 mm snare was used to retrieve the galaxy. However, the galaxy dislodged from the snare when it came around the sheath introducer, the coil unintentionally detached and traveled to the left internal iliac artery. Although the coil remained in the patient, the decision was made to complete the procedure. The patient was in stable condition and there was no complications reported so far. It was reported that the correct coil size was not chosen for the aneurysm, and the device was replace for a smaller coil (5 mm x 15 cm). During repositioning, the coil was left in aneurysm, while the microcatheter was repositioned. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. During withdrawn into the microcatheter some resistance was noted around the distal end of the coil, but no additional force or manipulation was used to remove the coil. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection no additional information is available. The coil remains implanted and the delivery system is not available for analysis. A review of the manufacturing documentation associated with lot 15553816 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device history record review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test as per (embolic coil attachment pull test (eas), embolic coil detachment pressure test (cdp) and embolic head piece attachment strength pull test (has). The final assembly inspection was reviewed and no anomalies were noted. Based on the reported information, it appears that coil size selection was a contributing factor to the difficulty encountered positioning the coil in the aneurysm. The procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed to the reported difficulty during withdrawal of the coil and detachment when resistance was encountered. With review of the device history records there is no indication of any manufacturing issues related to the event. It appears that procedural factors and device interaction contributed to the event. Therefore, no corrective actions will be taken at this time.